Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box data showed evidence of short battery life. A visual inspection of the pump showed that the battery compartment and pump casing were cracked. The returned battery cap was able to fully attach on to the pump. The pump¿s current draws were found to be out of specifications. The pump failed a leak test due to the cracked pump case. The pump cover was opened and moisture contamination was found on the pump¿s transceiver board. The transceiver board was unplugged and the current draws returned to specifications. Unrelated to the complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.